Event description:
It was reported by the hosp that, "following an MRI procedure, the recovery room noticed the pt had developed some form of skin irritation at the ECG electrode application sites." The pt reported to the hosp that, "she had developed "burn blisters." She is on medication for infection and anticipates scarring at the blister sites."